Event description:
It was reported that the right atrial lead exhibited noise and impedance of less than 200 ohms in both configurations. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.